Manufacturer narrative:
Date of event: information unknown/not provided. If implanted, give date: information unknown/not provided. If explanted, give date: information unknown/not provided. A complete catalog number is unknown as product serial number was not provided. Unique identifier (UDI) number: the UDI number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. The device was not returned for analysis. The serial serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure due to halo and glare. A different lens, an eyhance model was used as the replacement iol. No further information was provided. The patient had bilateral lenses implanted. This MDR report is for the patient's right eye. A separate report will be submitted for the patient's left eye.